Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values and calibration not accepted alert. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and the blood glucose value was 300 mg/dl and the sensor glucose value was 50 mg/dl. The difference between the sensor glucose and blood glucose values was not within the range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. No harm requiring medical intervention was reported. No product return was required for mmt-5120c1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated the summary) and h6 (replaced health effect - clinical code 4582 with 1905 and it's related health effect - impact code 2199 with 4613) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported difference between sensor glucose and blood glucose values, calibration not accepted alert. The customer was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-5120c1. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 300 mg/dl and sensor glucose value was 50 mg/dl at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-5120c1.